Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products : 6947m-55 lead, implanted (B)(6) 2014; dtba1d4 ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.